Event description:
The fse reported that the monitor failed to display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply and fuses were evaluated and replaced. The system was tested and found to be working as intended and returned to service.